Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-94 alarm" was confirmed during device evaluation. The root cause was due to defective main batteries. The main batteries were replaced and the configuration settings were reset to correct the reported condition.

Event description:
It was reported to baxter mexico that a flogard infusion pump had an f-94 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.